Event description:
It was reported that a foley catheter was unable to be discontinued without undue pain and pressure. Upon removal, the balloon was noted to be deflated but had a ridge at the bottom of the balloon. While attempting to discontinue a foley catheter, it required pulling and manipulation. A rn removed the foley catheter after more manipulation. Additional information received stated there was no impact to the patient.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging) used 16 french silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40 and the balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted as per procedure, "the balloon must not cuff after deflation." The active length of the catheter balloon was measured (0.7265") and found to be within specification (0.5 - 0.9"). The catheter was confirmed to be size 16 fr. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a foley catheter was unable to be discontinued without undue pain and pressure. Upon removal, the balloon was noted to be deflated but had a ridge at the bottom of the balloon. While attempting to discontinue a foley catheter, it required pulling and manipulation. A rn removed the foley catheter after more manipulation. Additional information received stated there was no impact to the patient.